Event description:
The customer reported that a ventilator did not alarm when the patient was removing the ventilator mask. The customer reported that the alarm should have sounded. The device issue was discovered when a patient was removing the ventilator mask while the device was providing therapy. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The fse could not find an issue with the ventilator. It was reported that the event log showed oxygen (o2) unavailable on day of the event reported, however, the reported alarm issue could not be duplicated. The fse reported that he performed all performance verification test, and no issue was found. The unit was returned to service. No other anomaly was reported.

Event description:
The customer reported that a ventilator did not alarm when the patient was removing the ventilator mask. The customer reported that the alarm should have sounded. The device issue was discovered when a patient was removing the ventilator mask while the device was providing therapy. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The fse could not find an issue with the ventilator. It was reported that the event log showed oxygen (o2) unavailable on day of the event reported, however, the reported alarm issue could not be duplicated. The fse reported that he performed all performance verification test, and no issue was found. The unit was returned to service. No other anomaly was reported.